Manufacturer narrative:
Additional information: d4, g5, h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an unspecified infection after undergoing an unreported procedure in which dura-guard and another non-baxter product was used. The cause of the infection was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.